Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. The manufacturer¿s international service technician confirmed the reported oxygen flow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the o2 flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the oxygen flow test (pvt test 6) at the 0 slpm setting. There was no patient involvement.